Event description:
Hyaluronidase powder from sigma was contaminated with yeast. Order#=h3506-5g, lot#=029k7001. Bottle was opened. A second bottle also showed contamination. We had two joint fluids that had yeast reported from the cytospin slide; however, cultures were negative. Cytospins were then performed using (1)sterile saline & (2)sterile saline mixed with hyaluronidase confirming the contamination. Sigma does not claim sterility of this product. We have not had any previous problems with this product. Company has recently switched packaging from glass to plastic bottles. Company is investigating.